Manufacturer narrative:
The subject device was received at olympus (B)(4) sbc (service business center) on april 11, 2022 and is in process/ being shipped to the OEM (original equipment manufacturer) for investigation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During a therapeutic procedure, it was reported a 200 micron tfl single use fiber malfunctioned. It was reported during procedure, the aiming beam changes color from green to purple and smoke came from the connection of the fiber to the laser. The user changed fibers and completed the procedure. Customer reported no damage to the laser and works fine since then. Customer reported no impact to the outcome of the procedure because of the event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The subject device was received in a post-market, sealed, tyvek pouch. The proximal handle was intact with the proximal cap on. The connector end did not have any visual signs of smoking near the proximal cap or on the strain relief. The fiber jacket along the fiber body did not have visual signs of defect. There is slight evidence of burn back on the fiber tip suggesting that the device had been lightly used prior to the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this complaint failure was determined to be a manufacturing defect in which a scratch in the cladding surface resulted in radiation escaping into the glue chamber and igniting. Olympus will continue to monitor field performance for this device.